Manufacturer narrative:
A philips service engineer replaced the solenoid to repair the system. A thorough investigation was performed to determine the cause of the reported problem. The investigation concluded a failure of the rotational solenoid prevented the release of the pin to the locked position. The ultrasound system has been returned to service with no similar issues reported.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.

Event description:
A customer reported the swivel mechanism of their epiq cvx ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The field service engineer replaced the solenoid to resolve the immediate issue. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Manufacturer narrative:
A philips service engineer replaced the solenoid to repair the system. A thorough investigation was performed to determine the cause of the reported problem. The investigation concluded a failure of the rotational solenoid prevented the release of the pin to the locked position. The ultrasound system has been returned to service with no similar issues reported.